Event description:
Event description boston scientific received information that the patient with this pacemaker had passed away due to an unspecified reason. The device was returned for analysis. There has been no allegation made against the product performance of this device.